Event description:
While at user site for training purposes, a service technician was informed that a patient had exit the bed and user alleged that it was undetected by the integrated bed exit detection system. There was no further consequence.